Event description:
It was reported that patient did not receive therapy during ventricular fibrillation (vf) episode. Upon interrogation, it was found that therapy was not delivered due to low defib impedance noted on patient's right ventricular (rv) lead. Programming changes were made. There were no patient consequences.